Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer reported that a malfunction alarm occurred. The customer reverted to manual injections. Customers blood glucose level was 87 mg/dl.